Event description:
It was reported that the right ventricular (rv) lead was fractured. It was further reported that the rv lead exhibited high thresholds and high impedance with recent increase. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.